Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility, the lid of the aseptic housing is broken at the hinge. After receiving at manufacturer facility it was found that the pin from the hinge is missing and the housing can not be closed properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the lid of the aseptic housing is broken at the hinge. After receiving at manufacturer facility it was found that the pin from the hinge is missing and the housing can not be closed properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation is ongoing.

Manufacturer narrative:
The reported event, lid of the housing broke at the hinge, was confirmed. The service technician found that the groove pin is missing from the hinge of the bottom housing door. Device was placed in parts retention.